Event description:
Healthcare professional reported injecting a patient for cheek augmentation with 1 ml of juvéderm® ultra plus xc, 1 ml of juvéderm® voluma¿ xc, and 1ml of juvéderm® volbella¿ xc. Two months later, the patient experienced ¿delayed inflammatory nodules.¿ the patient was treated with bactrim ds po, triamcinolone, medrol, cephalexin, and vancomycin po. Event status is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00335 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2022-00336 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported patient is worse and needs serious help with persistent right cheek deformity and subcut nodules. Symptoms ongoing.